Event description:
On (B)(6) 2026 over the past eleven months, I have been using a bard® intermittent catheter red rubber coude tip 14 fr. 16 inch (catalog #: bd010114) 7 times daily for urination as an elderly male. Several times a month, in unopened packages of the catheters, I noticed the tips of the catheters had 1/32-inch to 1/18-inch-diameter black mold or black burnt spots, and fungi inside the packages. I did not use those catheters and threw them away, after I called my medical supply company, (B)(4), to report the issue, and they said I could only try to get a solution by contacting the manufacturer. During the past week, the occurrence of contaminated catheters in unopened packages has become more frequent and extreme, and I saved some of them to report the problem. Also, over the past eleven months, I often saw black specs emerging from the tips of the catheters during urination, and I concluded the black specs were inside the catheters, not my urinary tract. I am concerned that the contaminated catheters have contributed to my monthly urinary tract infections over the past eleven months by introducing microorganisms directly into the bladder. Due to having monthly urinary tract infections, I had monthly urine culture tests and antibiotic treatments monthly during the past eleven months through my medical care provider (B)(6). While using the bard intermittent catheters seven times daily for the past eleven months, I had one or more of these positive test results per month during the past eleven months at (B)(6).